Manufacturer narrative:
The circlip that prevents the wheel from coming off was over-extended. The wheel axles were all according to spec. According to etac's customer, the wheel had not been changed. Etac ref# (B)(4).

Event description:
Reported by health professional. The rear wheel came off when the therapist delivered the walker, on (B)(6) 2007. The walker was not used by any user during the period (B)(6) 2007 to (B)(6) 2008. No injury was reported.